Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 379 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was protruding. Customer reported that she had high blood glucose levels the night before the call also, which were treated with manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm other error alarms due to the motor error alarm. The pump also had cracked battery tube threads and a cracked reservoir tube lip.